Manufacturer narrative:
B3, date of event: this date is an approximation as the actual date of event could not be confirmed. Investigation summary the required intake information could not be obtained from the customer. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported, via social media, a false positive result with the binaxnow covid-19 antigen self-test performed on an unknown date. The consumer reported that their spouse, who was symptomatic with unspecific symptoms, tested twice on the same day with the binaxnow covid-19 antigen self-test; the first test generated an invalid result (test strip turned hazy red), the second test result was difficult to read as the test strip was a hazy red yet also showed a control and sample line indicating a positive result. The consumer stated that per the advice of a doctor, a different set of tests was obtained (cvs branded covid-19 flu a/b combo) and testing was performed for the next three days, all results were negative. No additional information was reported and is unable to be obtained as no contact information was provided.

Event description:
The consumer reported, via social media, a false positive result with the binaxnow covid-19 antigen self-test performed on an unknown date. The consumer reported that their spouse, who was symptomatic with unspecific symptoms, tested twice on the same day with the binaxnow covid-19 antigen self-test; the first test generated an invalid result (test strip turned hazy red), the second test result was difficult to read as the test strip was a hazy red yet also showed a control and sample line indicating a positive result. The consumer stated that per the advice of a doctor, a different set of tests was obtained (cvs branded covid-19 flu a/b combo) and testing was performed for the next three days, all results were negative. No additional information was reported and is unable to be obtained as no contact information was provided.

Manufacturer narrative:
B3, date of event: this date is an approximation as the actual date of event could not be confirmed. The investigation is ongoing, a supplement report will be sent upon completion.